Event description:
The user facility reported that the guidewire of the active venting cryo decompression tube went through the sheath causing a small cut to the patient's esophagus. No medical treatment was sought or administered. The procedure was cancelled and rescheduled for another day.

Manufacturer narrative:
The active venting cryo decompression tube subject of the reported event is being returned for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.